Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase. The displacement test could not be performed due to motor error alarm. The prime anomaly could not be confirmed due to motor error alarm. The device also had a scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would not exit the prime/rewind loop. Blood glucose value was 352 mg/dl; treated with manual injection. The customer was advised to hold down the act button until receiving a second series of beeps and/or numbers appear on the display. She stated that she did not receive the beeps nor did numbers appear on the screen. The customer mentioned she went to radiology the day before. She was advised to discontinue the use of the device and revert to a backup plan. The device was replaced and returned for analysis.